Event description:
Patient was implanted with va-lcp first tmt fusion plate and screw construct on an unknown date. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware due to a non-union of a triple arthrodesis of the foot. Patient was revised with new synthes hardware. Explanted hardware were discarded of. This is 2 of 10 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.